Event description:
Right glenohumeral arthrosis. Per md the pain pump used for the 2006 procedure is "high on the differential etiology list." Pt underwent right shoulder arthroscopy and debridement of posterior and superior labrum and biceps tendon on (B)(6) 2006 with post op intra-articular pain control pump. Dates of use: (B)(6) 2010 to (B)(6) 2010.